Manufacturer narrative:
(B)(4). A batch review was conducted for lot number a batch review was conducted for potentially associated lot number 13k20h10 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number 13k20h10 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device is reported to be available for evaluation but has not yet been received. Should the device be returned or additional relevant information become available, a follow up MDR will be submitted.

Event description:
It was reported that the connection shields were missing from the package. There was no patient involvement; therefore, there was no patient injury or medical intervention indicated at the time of the report. No additional information is available.